Event description:
It was reported that during implant attempt and prior to making contact with the patient it was noticed that the tip of the right ventricular (rv) lead had approximately a 30 degree angle. Therefore, the rv lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, the inner tubing was kinked/buckled, and the lead was damaged at implant; full lead returned and analyzed.